Event description:
Hospitalization of a patient possessing a bgstar meter who was in a coma due to diabetes. Adverse event is associated to the insulin lantus, the role of the meter in the adverse event remains unclear.

Manufacturer narrative:
Meter returned to distributor. The device has not been returned to the MFR. The meter was returned to the distributor where their analysis determined there was no fault found with the meter. Initial information from the customer and the distributor indicate the adverse event was associated with the insulin. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.